Manufacturer narrative:
D4 (lot number) information inadvertently was not included in the previous medwatch. This report is being supplemented to provide the lot number.

Manufacturer narrative:
Upon review by the legal manufacturer investigator, the fact that the knife was damaged during output and the coating was found to be missing suggests it is possible the coating fell into the patient's body. Additional follow up with the customer has been requested to confirm this event. A supplemental will be submitted and the appropriate fields will be updated upon receiving additional information.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The knife wire broke because it was energized from a spark. The wire was scorched/melted. The outer diameter of the cutting wire was measured, and no abnormalities were observed. However, the distal side of the coated portion was missing approximately 3.5-4.5 mm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely root cause of the reported event is that the knife wire touched the metal of the forceps elevator of the endoscope causing it to be activated/overheated which in turn resulted in the breakage. The event can be prevented by following the instructions for use which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v wire broke during the first output of an endoscopic papillotomy procedure. The doctor replaced the device with a new one and completed the procedure. There were no reports of patient harm associated with this event.